Event description:
It was reported that, during a routine follow-up, high shock impedances greater than 125 ohms, were observed. A defibrillation test was performed and the arrhythmia would not convert. It was also noted that there was an open circuit error message that occurred, from the defibrillation test. As a result, the implantable cardioverter defibrillator (ICD) was removed and replaced and the right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported. At this time, the products have not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a routine follow-up, high shock impedances greater than 125 ohms, were observed. A defibrillation test was performed and the arrhythmia would not convert. It was also noted that there was an open circuit error message that occurred, from the defibrillation test. As a result, the implantable cardioverter defibrillator (ICD) was removed and replaced and the right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported. At this time, the products have not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.